Event description:
It was reported the patient experienced ineffective stimulation due to an impedance issue. In turn, surgical intervention occurred wherein the lead was revised to resolve the issue. No product explanted.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.